Manufacturer narrative:
Based on the claim against the product by the customer noting a blue speck on the bottom of the staple line, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report no product has been received for failure analysis testing. A review of the image provided by the customer showed a piece of what looked like it might be from the reload. Per the report of biocompatibility testing, the pieces are biocompatible. Without the reload being returned and tested, it is unable to confirm if a piece of the reload was missing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a blue speck on the bottom of the staple line after firing a sureform 60 blue stapler reload. The surgeon was concerned that it could have come from the reload. The reload was inspected and did not appear to have any missing pieces. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was a gastric sleeve procedure. The reload appeared in working order with no obvious issues. The fragment was unable to be retrieved and was left in the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform advance failure analysis. The sureform 60 blue stapler reload had no material that appeared to be missing. The blue sureform 60 reload had all pushers found at the surface of the cartridge, indicating that full firing was completed. The reload was disassembled to look for damage to the cartridge body or other components, but no damage was observed. There were no other findings to report.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a blue sureform 60 reload and performed failure analysis. The blue sureform 60 reload accessory was analyzed and the complaint regarding a blue speck was not confirmed by failure analysis. The reload had been fired. All pushers of the staples were found at the bed surface of the cartridge. The reload knife and shuttle track were concealed at the distal end of the cartridge. No damage was found with the reload. No broken components were seen. No loose staples were observed jammed in the shuttle track of the reload.